Event description:
The initial verbal report, received on (B)(6) 2009, stated PICC broke due to improper securement. Follow up information stated "the infant had a saphenous line. When the infant wrapped its opposite foot around the line it snapped into 2 pieces." The two pieces were retrieved and no other intervention was needed. There was no patient sequelae; the patient is stable. (B)(4).

Manufacturer narrative:
The 1.9 fr catheter is a silicone catheter and the IFU gives clear directions and advice concerning the use of the product. The used sample was made available. It has been returned to neomedical, and has been sent for sterilization prior to handling and examination.